Event description:
Provider states tilt actuator is hesitating going up and will not go back down without pushing it.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.